Event description:
It was reported that a revision surgery was performed on the patients hip due to unknown reasons. The patient outcome is unknown.

Manufacturer narrative:
It was reported that hip revision surgery was performed. As of today, the implanted devices, all of which were used in treatment, and additional information have been requested for this complaint but have not become available. Without definitive part and lot numbers a complaint history/DHR/device labelling/risk management review cannot be performed for the devices involved. Should the lot/batch/serial number become available at a later date then a complaint history/DHR/device labelling/risk management review task will be re-opened and completed. No medical records or evidence have been received on this complaint. The reported event cannot be assessed and a thorough medical assessment cannot be performed. If notification is received that additional medical documentation has been provided, this complaint will be re-evaluated and a thorough medical assessment rendered. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.